Manufacturer narrative:
Although the clinical circumstances of the death are unknown, histosonics is submitting this report out of an abundance of caution due to the proximity of the histotripsy procedure to the event.

Event description:
As part of the boombox post-market clinical trial, an 85 year old female patient with a diagnosis of colorectal cancer with metastases to the liver had histotripsy on (B)(6) 2025 to a 4 cm lesion in liver segment 5 for a total planned treatment volume (ptv) of 20.9 cc. The patient was discharged the same day. The patients' daughter reported that the patient was very groggy from anesthesia, sleeping more than normal and had low blood pressure. The following day, the patient was found unresponsive and was unable to be revived. Histosonics was made aware of the event on october 9,2025. No additional case information was available. No device malfunctions or other noteworthy events were alleged to have occurred during the procedure.